Event description:
The user facility reported that "a knot formed in the wire" during a lithotripsy procedure. The following information was provided by the user facility: while the device was in the patient's ureter, a "knot" was noted during fluoroscopy; the physician carefully removed the device; no other intervention was necessary; the procedure was completed successfully; and reportedly, there was no impact to the patient whose condition is identified as "fine."

Manufacturer narrative:
Results: is based on evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusions: is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. The involved device was returned and evaluated by qa at the manufacturing facility. Examination confirmed: the urethane coating had been deformed/damaged along sections of the wire located approximately 205-215 mm and 230-240 mm from the distal end; the damage to the urethane coating in these areas is in a spiral pattern with apparent complete separation of some material; the deformed areas also appear to have been partially melted along the urethane coating. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a pre-existing guidewire defect. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).